Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump, but it did not adversely impact their blood glucose levels. Technical support confirmed that despite experiencing consecutive cartridge alarms, there was no previous report of similar alarms with this specific pump. As a corrective action, technical support arranged to replace the pump, advising the customer to use a backup insulin pump to ensure continuous insulin delivery.